Event description:
It was reported that the patient presented to hospital due to syncope. The left ventricular lead exhibited oversensing which was causing the syncopal episodes. Programming was changed from biventricular sensing to right ventricular sensing and the symptoms subsided.